Event description:
The customer reported the subject device was not displaying an image. The reported issue occurred before a therapeutic transurethral resection (tur) procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by a circuit board failure. In addition, service found appearance defects on the video connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a circuit board failure. The specific root cause of the circuit board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.